Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 432 mg/dl at the time of incident and current blood glucose level was 302 mg/dl. Customer other relevant blood glucose level was 350 mg/dl. Customer declined trouble shooting for high blood glucose. Customer treated with insulin pump and manual injection. The product will not be returned for analysis.